Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the with the rigid video scope, it was impossible to switch to 3d disconnection, and reconnection was tried but problem was unresolved. The issue occurred during a the perioperative phase of a therapeutic coelio prostatectomy and was completed using another 3d videotelescope on the same column and everything worked fine. The procedure was prolonged for 20 minutes to identify the precise problem. There were no reports of patient harm.